Event description:
The second anterior pin (hp threaded) cold-fused to the trumatch femoral block. The surgeon had to shatter the distal legs of the block, then wiggle the block, with pin attached, off of the femur. This resulted in a surgical delay of 30-45 mins.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.